Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As indicated in a legal brief, a patient underwent placement of an optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to, including, but not limited to, tilt, filter embedded in wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device has not been returned for analysis. Additionally, a device history record review could not be conducted as a sterile lot number was not received. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. The reported event notes implantation of the filter on or about (B)(6) 2007; however, the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Additionally, the timing and mechanism of the reported filter tilt could not be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As indicated in a legal brief, plaintiff underwent placement of defendants' optease vena cava filter on or about (B)(6) 2007. The filter subsequently malfunctioned and caused injury and damages to, including, but not limited to, tilt, filter embedded in wall of the ivc, and filter unable to be retrieved. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.